Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) displayed an error code 1005 indicative of an open circuit condition being detected. Upon further review, the right ventricular (rv) lead was found to have high out-of-range shock impedance of greater than 200 ohms and high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, there was no capture at the maximum output. The patient had previously received shock therapy that was appropriate. However, the patient reported falling due to the shock therapy delivered. That patient was not pacemaker dependent. Boston scientific technical services (ts) advised potentially replacing the lead and evaluating the device at that time as well. However, the physician elected not to take any further action regarding the issue as the patient was to begin hospice care. This product remains in service. No adverse patient effects were reported.